Manufacturer narrative:
An alarm indicative of a potential malfunction of the transfer set was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, it was identified that the transfer set leaked due to a hole, which is known to cause this alarm. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of peritoneal dialysis therapy. During the troubleshooting, it was reported that the transfer set leaked due to a hole (wear and tear). During follow up, it was confirmed that the connections were properly tightened. Renal therapy services (rts) advised the patient to contact their nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.